Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. The physician advanced a 5.0x80/80 sterling balloon to the lesion and inflated the balloon using a hand syringe. The physician was not happy with the result so exchanged the hand syringe for an unspecified inflation device. The balloon was then inflated to unspecified rbps; however, the rpms were under the recommended rated burst pressure for this device. During deflation blood filled the inflation device and on withdrawal of the device, the balloon ruptured. The procedure was completed with another 5.0x80/80 sterling balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred.the target lesion was located in the severely calcified superficial femoral artery. The physician advanced a 5.0x80/80 sterling balloon to the lesion and inflated the balloon using a hand syringe. The physician was not happy with the result so exchanged the hand syringe for an unspecified inflation device. The balloon was then inflated to unspecified rbps; however, the rpms were under the recommended rated burst pressure for this device. During deflation blood filled the inflation device and on withdrawal of the device, the balloon ruptured. The procedure was completed with another 5.0x80/80 sterling balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Microscopic examination of the device revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).